Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that all test results for one patient sample resulted with the same numeric value of 6 on the cobas 6000 core unit. The customer also received a database management error and a data file write error on the analyzer. No adverse events were alleged to have occurred with the patient.

Manufacturer narrative:
The field service representative reinstalled a new software with a clear database, which resolved the issue.